Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/18/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with hysterectomy due to pop. It was reported that following insertion the patient experienced pain, chronic pelvic and vaginal area pain, pain during intercourse, severe urinary and vaginal infections, frequency to urinate, urinary incontinence, retention, leakage, nerve pain, abnormal vaginal bleeding and discharge, rectal bleeding, abnormal bowel movements and physical pain. It was reported that patient was hospitalized for vaginal pain and infection (B)(6) 2012. No additional information was provided.